Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure device location of device: outside of the fallopian tube(s),"), hernia repair ("surgery (other) type of surgery: umbelical hernia repair") and hydronephrosis ("bladder or urinary problems or changes: hydroneophrosis of right kidney & over active bladder.") In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included asthma, bipolar disorder, genital herpes, pap smear abnormal, arthritis, low back pain, dermatitis, fibromyalgia, post-traumatic stress disorder, dysplasia, yeast vaginitis, itching, yeast infection, folliculitis, genital herpes, rash, nystagmus, human immunodeficiency virus syndrome, dysfunctional uterine bleeding, amenorrhea, dermatitis, folliculitis, osteoarthritis, venereal disease nos and sinusitis. Denies any dysuria nor any cramps. She did experience some dyspareunia recently in the form of cramping pain, but denies any postcoital bleeding. Previously administered products included for an unreported indication: depo-provera, nuvaring and mirena. Concomitant products included alprazolam (xanax), cefixime (flexeril), celecoxib (celexa), desvenlafaxine succinate (pristiq), duloxetine, duloxetine hydrochloride (cymbalta), lamotrigine (lamictal), levetiracetam (keppra), lidocaine (lidoderm), mirtazapine (remeron), omeprazole (prilosec), ondansetron (zofran), salbutamol (albuterol), trazodone, zaleplon (sonata) and zolpidem. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced hydronephrosis (seriousness criterion medically significant) and hypertonic bladder ("bladder or urinary problems or changes: over active bladder"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 4 months 25 days after insertion of essure. On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and abdominal pain lower ("right lower abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent hernia repair (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016, bilateral salpingooopherectomy and bilateral salpingooopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, hernia repair, hydronephrosis, depression, anxiety, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bacterial vaginosis, hypertonic bladder, abdominal pain, perineal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, anxiety, bacterial vaginosis, cystitis, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, fatigue, hernia repair, hydronephrosis, hypertonic bladder, menorrhagia, pelvic pain, perineal pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: linked with second pregnancy case: (B)(4). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; umbilical hernia, depression, anxiety,vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events " abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bladder/urinary, vaginal; bacterial vaginosis, migration of essure device location of device: outside of the fallopian tube(s), device breakage, umbelical hernia repair, fatigue, perineal pain, abdominal pain, hydroneophrosis of right kidney & over active bladder, she did not undergo essure confirmation test" were added. Medical history added. Concomitant drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, fatigue and pelvic pain to be related to essure (ess205). The reporter commented: linked with second pregnancy case (B)(4). Most recent follow-up information incorporated above includes: on (B)(4): after internal review, case reopened to select intervention required on event ectopic pregnancy. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.